Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. A single available product photograph was reviewed. Examination found the reported articulating surface has broken. It was observed a large fragment broke of from the bottom portion of the device. The investigation has found sufficient evidence to confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral trial cracked when impacted.